Manufacturer narrative:
The investigation determined that higher than expected vitros amyl results were obtained when processing a non-vitros biorad quality control fluid using a vitros crea slide cartridge that was mis-identified as a vitros amyl slide cartridge on a vitros 5600 integrated system. The root cause of this event is user error while manually loading a vitros slide cartridge. The vitros 5600 integrated system software was operating as expected. Email address for contact office above is (B)(6).

Event description:
The investigation determined that higher than expected vitros amyl results were obtained when processing a non-vitros biorad quality control fluid using a vitros crea slide cartridge that was mis-identified as a vitros amyl slide cartridge on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amyl results initially obtained from the mis-identified vitros crea slide cartridge were from a control fluid and were not reported from the laboratory. The customer stated that no patient samples were processed from the slide cartridge in question. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).